Event description:
During the routine follow-up of the device involved in this report, the patient was induced into slow ventricular tachycardia during ventricular threshold testing. The tachycardia was appropriately diagnosed and treated by the device.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time.